Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 49, keypad/button unresponsive/button error, pump error 63. The event involved product(s) mmt-1880. Trouble shooting was performed and customer reported receiving a pump alarm. Customer was not able to clear the alarm. Customer reported receiving a stuck button alarm after pump was exposed to change in altitude. Customer removed and reinstalled battery cap without removing battery but pump did not return to normal function. And also reported time clock was advance. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit was received with battery cap and found no anomalies on battery cap. The pump passed the displacement test, active current test. Unit failed to pass the sleep current measurement due to high currents. No time anomaly is noted during testing. The keypad was responsive during testing. Unit failed to pass the self test due pump error 75 occurring during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. Pump error 63 variable (21) and pump error 49 occurred on 05/18/2024 07:00 in history file. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, scratched case, pillowing keypad overlay. Pump error 49 and time anomaly is not confirmed. The keypad unresponsive is not confirmed and responsive during testing. Pump error 63 is confirmed due being found in history files and due to hardware anomaly. Unexpected battery power loss is confirmed due to moisture damage on the electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.